Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during the load sequence. The customer reloaded the cartridge and resumed insulin to address the issue. There was no impact to customer¿s blood glucose.